Event description:
The sales representative reported the following incident on behalf of the user facility. The physician had some issues with the nph valve. One pt was implanted with the nph valve. The pt got better for a short while and then went bad again. A consulting physician adviced the physician to extract about 40cc from the reservoir to see how the pt responds. The pt got better, so the physician implanted nd osv ii valve. The pt then got better, and then got worse again. The sales rep consulted with the senior marketing mgr and the chief science officer about case. The physician reported that the ventricles are still very large. The chief science officer suggested that maybe this shunt was not right for this pt, perhaps the pt had very viscous csf. The physician feels that he is doing too many shuntograms (injecting and x-raying) with the shunts. The physician claims that the shunts are not draining enough. The physician wants to discontinue usage. The sales rep has asked for the pt's records to see what might possibly be going on with the pt. According to the physician, the pt still has the same symptoms and is not getting better.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported info.